Manufacturer narrative:
Cq service was notified via medwatch report mw5154406, that this device was potentially identified as being contaminated due to water samples that were collected and tested by the customer, resulting in 507,000 mpn/ml, exceeding the <100 mpn/ml threshold for contamination. Following test results outside of mpn specifications, mpn recommends that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in mpn's trade in program. The customer chose to reperform cleaning and disinfection and hpc testing. Results after cleaning and disinfection were within mpn specifications for water quality, and the device was returned to full functionality.

Event description:
Cq service was notified via medwatch report mw5154406, that this device was potentially identified as being contaminated due to water samples that were collected and tested by the customer, resulting in 507,000 mpn/ml, exceeding the <100 mpn/ml threshold for contamination. The devices were sequestered when potential contamination was first identified, and removed from service once water sample results were received and confirmed by the customer. The customer's medwatch report states that the customer performed "sanitation with manufacturer's approved disinfectant" and tested the water in the device again, and received unspecified passing results within the limit of <100 mpn/ml, and then received an annual preventive maintenance inspection from cardioquip, which was performed on 04/16/2024, before the device was returned to service. No note of potential device contamination was made by the cardioquip technicians during their inspection of the device. Cq received mw5154406 on 05/15/2024, no patient involvement was reported.